Event description:
It was reported that a little air may have entered the patients' vessel. During percutaneous coronary intervention (pci), an opticross imaging catheter was used to visualize the target lesion. The image went gray for a few seconds at the start of the procedure. The catheter was flushed during pullback. The physicians' perception is that it "sends a little bit of air into the patients' vessel". It is unknown if there are actual air bubbles going into the patient. It was also noted that there was a leaking tube on the stop cock assembly which kept the catheter stop cock from "backing off". The physician feels that it is a catheter system issue. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).